Event description:
The hospital reported that during a coronary artery bypass procedure, one heartstring seal did not deploy out of the delivery tube into the aorta. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hospital.

Manufacturer narrative:
Investigation results: the visual inspection showed that the seal was out of the deployment tube. In addition, it was observed that the plunger was depressed and the tension spring components were still loaded in the deployment tube. From the investigation, the tension spring remained inside the deployment tube which prevented the seal from deploying. The failure that the seal did not deploy is confirmed. A lhr review was completed for the product and there was no nonconformance associated with the lot number.